Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "over infusion". According to the customer the medication was administered with a total volume of 50 milliliters in less than 30 minutes.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). [Analysis of use history]: the user did not provide the date of the occurrence. He reported that the 50ml volume was infused in less than 30 minutes. He did not inform the programmed flow rate, but from the report he suggested it would be 100ml/h. In the history we show that on 01/14/2024 a volume of 50ml and a flow rate of 100ml/h were programmed. The infusion started at 14:21:34 and was completed by the user at 14:56:08. The infused volume was 49.95ml. Compatible with the user's actions during the infusion, considering that he stopped the infusion for 04:36. [Functional analysis]: performance test: we will use the last recorded schedule as a reference. Programmed flow rate: 100ml/h programmed volume: 50ml scheduled time: 00h30min infused volume: 50ml error: 0.0% infusion time: 00h30min error: 0.0% note 01: administration rate accuracy set ± 2% in accordance with iec/en 60601-2-24. Note 02: used 100ml graduated glass beaker, code tec-309687, certificate nº 1424/2022. Note 03: ki0057 digital chronometer used, calibration expiration date: 06/2024. [Conclusion]: in the history of use, no infusion error was evident. The result of the functional test showed that the equipment is working precisely according to its specification. Technical complaint of infusion error not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.